Event description:
I went to (B)(6) where (B)(6), md injected sculptra (injectable poly-l-lactic acid) also known as a dermal filler into my buttocks. He injected 4 vials and gave me one of the empty vials as a "souvenir" he then left the room and I noticed the vial expired october of 2020. That's 6 months old and I did research online, and that could actually be dangerous and not give me proper results because it's expired. I paid a lot of money for something that was expired, and potentially hazardous. I took pictures of everything before I left, the setup, the vials, my paperwork. FDA safety report ID# (B)(4).